Event description:
It was reported boston scientific corporation that an advanix pancreatic stent was used during a stent placement procedure in the pancreatic duct performed on april 15, 2022. During the procedure, when the stent was tried to advance along with the guidewire, a strong resistance was observed in the guide catheter and the outer sheath handle was found bent and could not be released. Another delivery system was used, there was still a strong resistance upon releasing the stent. The procedure was successfully completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury. Investigation results revealed that the stent was deformed, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The returned advanix pancreatic stent was analyzed, and a visual evaluation noted that the stent was deformed close to the side ports. No other problems with the device were noted. The reported event was confirmed. Based on the analysis performed and information provided by the customer, it was determined that the stent got deformed during the deployment, it is possible that this issue occurred due the technique applied while deploying the stent and/or even some manipulation while introducing the device through the scope may have affected it, as consequence the stent got deformed close to the side ports evidencing the difficulties reported. Therefore, based on the analysis performed and all the information gathered from the customer and the issues observed, the overall conclusion code assigned will be "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.